Event description:
The report received from (B)(4) study patient indicated that the patient was enrolled in the study and had a total of five cypher stents implanted during the study index procedure in the mid right coronary artery (rca) and ramus branch target lesions. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the index procedure. Approximately four months after the index procedure, the patient had a re-pci done due to c/o chest pain/angina. A revascularization/re-pci was performed to the mid rca and ramus branch. The event was probably related to the study devices and was not related to the study procedure/drug. The ramus branch was noted to have stents extending from the ostium to the distal vessel. There was a 50% stenosis in the mid portion of the stents and a 95% focal in-stent-restenosis (isr) in the distal aspect of the stent(s). The restenotic lesions were treated by implantation of a xience 2.5 x 28 mm stent at 11 atm. The residual stenosis was 0% and the post-procedure flow was timi 3. The rca angiogram demonstrated a 50% ostial lesion and a 99% focal isr just after the first bend of the vessel (inside a stent) and a 75% focal isr at the distal aspect of the stented mid rca. The most distal isr lesion was treated with a xience 3.5 x 8 mm stent at 10 atm. The more proximal isr lesion was treated by implantation of another xience 3.5 x 8 mm stent at 12 atm. The residual stenosis was 0% and the post-procedure flow was timi 3.

Manufacturer narrative:
The patient was found to have two-vessel disease and had two lesions treated during the study index procedure. The patient had a total of three cypher stents implanted in the mid rca in separate lesions and not overlapping: two (2 each) cxs33300 and a cxs3.0 x 13 mm stent. The patient had two (2) cypher 2.25 x 23 mm stents implanted in the ramus branch in overlapping fashion. The patient's left ventricular ejection fraction was normal (lvef>50%). The ramus branch target lesion (tl#1) was reported to be: de novo, 18 mm length, 2.25 mm vessel diameter, moderately calcified, not tortuous, a 90% stenosis, and absent of thrombus. The lesion was pre-dilated with a 2.0 x 30 mm firestar balloon catheter at 12 atm. Two each cypher 2.25 x 23 mm stents (stents #1 and #2) were implanted at 12 atm. In overlapping fashion. The result was suboptimal. The first stent was not post-dilated but the second stent was post-dilated with a 2.25 x 23 mm balloon catheter at 12 atm. Due to insufficient flow. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The mid rca target lesion (tl#2) was reported to be: de novo, 3.0 mm vessel diameter, 28 mm length, not tortuous/calcified, a 90% stenosis, and absent of thrombus. The lesion was pre-dilated with a 2.5 x 30 mm balloon catheter at 14 atm. Two cypher 3.0 x 33 mm stents (stents #3, and #4) were implanted at 12 atm. (One distally and one proximally) in separate lesions. Another cypher 3.0 x 13 mm stent (stent #5) was implanted proximal to the previous two stents at 18 atm. In a separate lesion. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt. This is one of five products used during the same procedure. Please reference MFR. Report #3003742446-2010-00295, #3003742446-2010-00296, #3003742446-2010-00297, #3003742446-2010-00298, and #3003742446-2010-00299.

Manufacturer narrative:
A patient from the (B)(4) study experienced restenosis approximately four months post implantation of five cypher stents. Past medical history that may have increased this patient's risk for mace includes previous CABG, peripheral vascular disease (pvd), hyperlipidemia, hypertension, congestive heart failure (chf), and diabetes mellitus (with retinopathy, neuropathy, or nephropathy). During the index procedure, a total of five cypher stents were implanted in the mid right coronary artery (rca) and ramus branch target lesions. Pre-dilation was conducted. The lesion in the ramus was described as heavily calcified and two overlapping 2.25 x 23mm cypher stents were implanted successfully. The lesion in the mid rca was described as anatomically complex. A 3.0 x 33mm cypher was implanted followed by another 3.0x33mm cypher implanted proximally but separate from the first one and a 3.0x13mm cypher was implanted proximal and ostial at 18 atm. The rated burst pressure indicated in the IFU is 16 atmospheres. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the index procedure. Approximately four months after the index procedure, the patient had a re-pci done due to complaints of chest pain. Re-pci was performed to the mid rca and ramus branch. The ramus branch was noted to have stents extending from the ostium to the distal vessel. There was a 50% stenosis in the mid portion of the stents and a 95% focal in-stent-restenosis (isr) in the distal aspect of the stent(s). The restenotic lesions were treated by implantation of a xience 2.5 x 28 mm stent. The residual stenosis was 0% and the post-procedure flow was timi 3. The rca angiogram demonstrated a 50% ostial lesion and a 99% focal isr just after the first bend of the vessel (inside a stent) and a 75% focal isr at the distal aspect of the stented mid rca. The most distal isr lesion was treated with a xience 3.5 x 8 mm stent. The more proximal isr lesion was treated by implantation of another xience 3.5 x 8 mm stent. The residual stenosis was 0% and the post-procedure flow was timi 3. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. Review of the information provided suggests that the patient's aggressive progression of the coronary artery disease, patient factors (specifically diabetes), vessel/lesion factors (heavily calcified and long lesions) and procedural factors that may have contributed to this patient's restenotic event. This is one of five products used during the same procedure. Please reference MFR. Report #3003742446-2010-00295, #3003742446-2010-00296, #3003742446-2010-00297, #3003742446-2010-00298, and #3003742446-2010-00299.

Event description:
The report received from the (B)(4) study patient indicated that the patient was enrolled in the study and had a total of five cypher stents implanted during the study index procedure in the mid right coronary artery (rca) and ramus branch target lesions. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the index procedure. Approximately four months after the index procedure, the patient had a re-pci done due to c/o chest pain/angina. A revascularization/re-pci was performed to the mid rca and ramus branch. The event was probably related to the study devices and was not related to the study procedure/drug. The ramus branch was noted to have stents extending from the ostium to the distal vessel. There was a 50% stenosis in the mid portion of the stents and a 95% focal in-stent-restenosis (isr) in the distal aspect of the stent(s). The restenotic lesions were treated by implantation of a xience 2.5 x 28 mm stent at 11 atm. The residual stenosis was 0% and the post-procedure flow was timi 3. The rca angiogram demonstrated a 50% ostial lesion and a 99% focal isr just after the first bend of the vessel (inside a stent) and a 75% focal isr at the distal aspect of the stented mid rca. The most distal isr lesion was treated with a xience 3.5 x 8 mm stent at 10 atm. The more proximal isr lesion was treated by implantation of another xience 3.5 x 8 mm stent at 12 atm. The residual stenosis was 0% and the post-procedure flow was timi 3.

Event description:
Addendum: additional information received indicated that the patient was reported to have experienced an acute myocardial infarction/ischemic event (ami) approximately ten and one-half (10 ½) months after the index procedure. The event was treated by medical management only. The event was reported to be moderate in severity and was unrelated to the study devices/procedure. The event was reported to be resolved without sequelae.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a myocardial infarction and restenosis after the implantation of five cypher stents. Past medical history that may have increased this patient's risk for mace includes previous CABG, peripheral vascular disease (pvd), hyperlipidemia, hypertension, congestive heart failure (chf), and diabetes mellitus (with retinopathy, neuropathy, or nephropathy). During the index procedure, a total of five cypher stents were implanted in the mid right coronary artery (rca) and ramus branch target lesions. Pre-dilation was conducted. The lesion in the ramus was described as heavily calcified and two overlapping 2.25 x 23mm cypher stents were implanted successfully. The lesion in the mid rca was described as anatomically complex. A 3.0 x 33mm cypher was implanted followed by another 3.0x33mm cypher implanted proximally but separate from the first one and a 3.0x13mm cypher was implanted proximal and ostial at 18 atm. The rated burst pressure indicated in the IFU is 16 atmospheres. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the index procedure. Approximately three and a half months after the procedure the patient experienced a non - st elevated myocardial infarction. Approximately four months after the index procedure, the patient had a re-pci done due to complaints of chest pain. Re-pci was performed to the mid rca and ramus branch. The ramus branch was noted to have stents extending from the ostium to the distal vessel. There was a 50% stenosis in the mid portion of the stents and a 95% focal in-stent-restenosis (isr) in the distal aspect of the stent(s). The restenotic lesions were treated by implantation of a xience 2.5 x 28 mm stent. The residual stenosis was 0% and the post-procedure flow was timi 3. The rca angiogram demonstrated a 50% ostial lesion and a 99% focal isr just after the first bend of the vessel (inside a stent) and a 75% focal isr at the distal aspect of the stented mid rca. The most distal isr lesion was treated with a xience 3.5 x 8 mm stent. The more proximal isr lesion was treated by implantation of another xience 3.5 x 8 mm stent. The residual stenosis was 0% and the post-procedure flow was timi 3. The event of restenosis has already been reported. The devices remain implanted in the patient and are not available for inspection. Manufacturing record (DHR) review was conducted for the affected lot numbers and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Review of the information provided suggests that the patient's medical history (diabetes, previous CABG and hypertension) as well as the restenosis of the previously implanted stents (observed a couple of weeks after the mi) may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. Please reference MFR report #3003742446-2010-00295, #3003742446-2010-00296, #3003742446-2010-00297, #3003742446-2010-00298, and #3003742446-2010-00299.

Manufacturer narrative:
After review, the event date for the initial MDR reports for this (B)(4) study patient was corrected to (B)(6) 2010. The patient was found to have two-vessel disease and had two lesions treated during the study index procedure. The patient had a total of three cypher stents implanted in the mid rca in separate lesions and not overlapping: two (2 each) cxs33300 and a cxs3.0 x 13 mm stent. The patient had two (2) cypher 2.25 x 23 mm stents implanted in the ramus branch in overlapping fashion. The patient's left ventricular ejection fraction was normal (lvef>50%). The ramus branch target lesion (tl#1) was reported to be: de novo, 18 mm length, 2.25 mm vessel diameter, moderately calcified, not tortuous, a 90% stenosis, and absent of thrombus. The lesion was pre-dilated with a 2.0 x 30 mm firestar balloon catheter at 12 atm. Two each cypher 2.25 x 23 mm stents (stents #1 and #2) were implanted at 12 atm. In overlapping fashion. The result was suboptimal. The first stent was not post-dilated but the second stent was post-dilated with a 2.25 x 23 mm balloon catheter at 12 atm. Due to insufficient flow. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The mid rca target lesion (tl#2) was reported to be: de novo, 3.0 mm vessel diameter, 28 mm length, not tortuous/calcified, a 90% stenosis, and absent of thrombus. The lesion was pre-dilated with a 2.5 x 30 mm balloon catheter at 14 atm. Two cypher 3.0 x 33 mm stents (stents #3, and #4) were implanted at 12 atm. (One distally and one proximally) in separate lesions. Another cypher 3.0 x 13 mm stent (stent #5) was implanted proximal to the previous two stents at 18 atm. In a separate lesion. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt. This is one of five products used during the same procedure. Please reference MFR report #3003742446-2010-00295, #3003742446-2010-00296, #3003742446-2010-00297, #3003742446-2010-00298, and #3003742446-2010-00299.

Manufacturer narrative:
Addendum: during review of the adjudication minutes received, it was noted that the cardiac enzymes at discharge/the day after the index procedure were elevated and will be captured as a myocardial infarction (mi). During the review, it was also noted that the cypher 2.25 x 23 mm stent (stent #2) implanted in the ramus branch was post-dilated due to insufficient flow and is being captured as hypoperfusion. Also, the cypher 3.0 x 33 stent (stent #4) implanted in the mid right coronary artery failed to cross the target lesion initially. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt. This is one of five products used during the same procedure. Please reference MFR report #3003742446-2010-00295, #3003742446-2010-00296, #3003742446-2010-00297, #3003742446-2010-00298, and #3003742446-2010-00299.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(6) study patient had a peri-procedural mi and hypoperfusion during the index study. There was also a failure to cross event with a cypher stent. This is a (B)(6) female with medical history including CABG, pvd, dyslipidemia, hypertension, class iii chf, diabetes and is a smoker. The indication for the index procedure was angina. Angiography revealed 90% stenosis in the mid ramus and a 90% stenosis of the proximal rca. In (B)(6) 2010, the index procedure was performed for treatment of the two lesions. The first target lesion in the mid ramus was pre-dilated and two cypher stents were implanted in an over-lapping fashion. Post images revealed hypoperfusion in the target vessel. The site reported post-dilation was performed for the insufficient flow. There was 35% residual inlesion stenosis with no dissection and timi 3 flow. The second target lesion in the proximal rca was pre-dilated. The first cypher stent delivered to the lesion was unable to cross the target lesion and was removed. The target lesion was eventually treated with three overlapping cypher stents. There was 30% residual stenosis with no dissection and timi 3 flow. It was noted that the cardiac enzymes were elevated port procedure and diagnosed as an mi. No specific treatment was administered for the mi event and the patient was discharged the following day on a dual anti-platelet regimen. The index stents remain implanted thus unavailable for analysis. The devices remain implanted in the patient and are not available for inspection. Manufacturing record (DHR) review was conducted for the affected lot numbers and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Hypoperfusion (no reflow) is a known potential adverse event associated with all stent implantation procedures. This event is noted in the cypher IFU. Hypoperfusion can be associated with a combination of factors during an interventional procedure. The presence of debris from the target area, target area composition, prolonged manipulation of the target area, poor distal flow past the interventional equipment and target vessel spasm can all contribute to the formation of a hypoperfusion scenario. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not allow for an accurate assessment of the contributing factors in this case; however, vessel, lesion and procedural issues may have contributed. This is one of five products used during the same procedure. Please reference MFR. Report #3003742446-2010-00295, #3003742446-2010-00296, #3003742446-2010-00297, #3003742446-2010-00298, and #3003742446-2010-00299.

Manufacturer narrative:
The report received from the (B)(4) study patient indicated that the patient was enrolled in the study and had a total of five cypher stents implanted during the study index procedure in the mid right coronary artery (rca) and ramus branch target lesions. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the index procedure. Approximately four months after the index procedure, the patient had a re-pci done due to c/o chest pain/angina. A revascularization/re-pci was performed to the mid rca and ramus branch. The event was probably related to the study devices and was not related to the study procedure/drug. The ramus branch was noted to have stents extending from the ostium to the distal vessel. There was a 50% stenosis in the mid portion of the stents and a 95% focal in-stent-restenosis (isr) in the distal aspect of the stent(s). The restenotic lesions were treated by implantation of a xience 2.5 x 28 mm stent at 11 atm. The residual stenosis was 0% and the post-procedure flow was timi 3. Addendum: the patient was discharged the day after the study index procedure after implantation of a total of five (5) cypher stents. During review of the adjudication minutes received, it was noted that the cardiac enzymes at discharge after the index procedure were elevated and will be captured as a myocardial infarction (mi). During the review, it was also noted that the cypher 2.25 x 23 mm stent (stent #2) implanted in the ramus branch was post-dilated due to insufficient flow and is being captured as hypoperfusion. Also, the cypher 3.0 x 33 stent (stent #4) implanted in the mid right coronary artery failed to cross the target lesion initially. The rca angiogram demonstrated a 50% ostial lesion and a 99% focal isr just after the first bend of the vessel (inside a stent) and a 75% focal isr at the distal aspect of the stented mid rca. The most distal isr lesion was treated with a xience 3.5 x 8 mm stent at 10 atm. The more proximal isr lesion was treated by implantation of another xience 3.5 x 8 mm stent at 12 atm. The residual stenosis was 0% and the post-procedure flow was timi 3. The patient was found to have two-vessel disease and had two lesions treated during the study index procedure. The patient had a total of three cypher stents implanted in the mid rca in separate lesions and not overlapping: two (2 each) cxs33300 and a cxs3.0 x 13 mm stent. The patient had two (2) cypher 2.25 x 23 mm stents implanted in the ramus branch in overlapping fashion. The patient's left ventricular ejection fraction was normal (lvef>50%). The ramus branch target lesion (tl#1) was reported to be: de novo, 18 mm length, 2.25 mm vessel diameter, moderately calcified, not tortuous, a 90% stenosis, and absent of thrombus. The lesion was pre-dilated with a 2.0 x 30 mm firestar balloon catheter at 12 atm. Two each cypher 2.25 x 23 mm stents (stents #1 and #2) were implanted at 12 atm. In overlapping fashion. The result was suboptimal. The first stent was not post-dilated but the second stent was post-dilated with a 2.25 x 23 mm balloon catheter at 12 atm. Due to insufficient flow. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The mid rca target lesion (tl#2) was reported to be: de novo, 3.0 mm vessel diameter, 28 mm length, not tortuous/calcified, a 90% stenosis, and absent of thrombus. The lesion was pre-dilated with a 2.5 x 30 mm balloon catheter at 14 atm. Two cypher 3.0 x 33 mm stents (stents #3, and #4) were implanted at 12 atm. (One distally and one proximally) in separate lesions. Another cypher 3.0 x 13 mm stent (stent #5) was implanted proximal to the previous two stents at 18 atm. In a separate lesion. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. Addendum: additional information received indicated that approximately three and on-half months after the index procedure, the patient experienced a non-st elevation myocardial infarction (mi). Another adverse event (ae) of anemia caused by a gi bleed requiring transfusion was reported to have occurred approximately six and one-half months after the index procedure. Updated complaint conclusion: the complaint received states that this (B)(4) study patient had a peri-procedural mi and hypoperfusion during the index study and approximately 10 months post index, suffered another mi. There was also a failure to cross event with a cypher stent. This is a (B)(6) female with medical history including CABG, pvd, dyslipidemia, hypertension, class iii chf, diabetes and is a smoker. The indication for the index procedure was angina. Angiography revealed 90% stenosis in the mid ramus and a 90% stenosis of the proximal rca. In (B)(6) 2010, the index procedure was performed for treatment of the two lesions. The first target lesion in the mid ramus was pre-dilated and two cypher stents were implanted in an over-lapping fashion. Post images revealed hypoperfusion in the target vessel. The site reported post-dilation was performed for the insufficient flow. There was 35% residual in lesion stenosis with no dissection and timi 3 flow. The second target lesion in the proximal rca was pre-dilated. The first cypher stent delivered to the lesion was unable to cross the target lesion and was removed. The target lesion was eventually treated with three overlapping cypher stents. There was 30% residual stenosis with no dissection and timi 3 flow. It was noted that the cardiac enzymes were elevated port procedure and diagnosed as an mi. No specific treatment was administered for the mi event and the patient was discharged the following day on a dual anti-platelet regimen. The index stents remain implanted thus unavailable for analysis. In (B)(6) 2011, it was reported that the patient suffered an mi. The event was managed medically. At this time, there is no further information regarding this event. It cannot be disassociated from the study stents. In (B)(6) 2011, the patient was withdrawn from the study at the investigators discretion. The devices remain implanted in the patient and are not available for inspection. Manufacturing record (DHR) review was conducted for the affected lot numbers and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Hypoperfusion (no reflow) is a known potential adverse event associated with all stent implantation procedures. This event is noted in the cypher IFU. Hypoperfusion can be associated with a combination of factors during an interventional procedure. The presence of debris from the target area, target area composition, prolonged manipulation of the target area, poor distal flow past the interventional equipment and target vessel spasm can all contribute to the formation of a hypoperfusion scenario. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not allow for an accurate assessment of the contributing factors in this case; however, vessel, lesion and procedural issues may have contributed. This is one of five products used during the same procedure. Please reference MFR. Report #3003742446-2010-00295, #3003742446-2010-00296, #3003742446-2010-00297, #3003742446-2010-00298, and #3003742446-2010-00299.

Event description:
The report received from the (B)(4) study patient indicated that the patient was enrolled in the study and had a total of five cypher stents implanted during the study index procedure in the mid right coronary artery (rca) and ramus branch target lesions. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the index procedure. Approximately four months after the index procedure, the patient had a re-pci done due to c/o chest pain/angina. A revascularization/re-pci was performed to the mid rca and ramus branch. The event was probably related to the study devices and was not related to the study procedure/drug. The ramus branch was noted to have stents extending from the ostium to the distal vessel. There was a 50% stenosis in the mid portion of the stents and a 95% focal in-stent-restenosis (isr) in the distal aspect of the stent(s). The restenotic lesions were treated by implantation of a xience 2.5 x 28 mm stent at 11 atm. The residual stenosis was 0% and the post-procedure flow was timi 3. Addendum: additional information received indicated that approximately three and one-half months after the index procedure, the patient experienced a non-st elevation myocardial infarction (mi). Another adverse event (ae) of anemia caused by a gi bleed requiring transfusion was reported to have occurred approximately six and one-half months after the index procedure. The adverse event of gi bleed was captured as a non-complaint.

Manufacturer narrative:
The rca angiogram demonstrated a 50% ostial lesion and a 99% focal isr just after the first bend of the vessel (inside a stent) and a 75% focal isr at the distal aspect of the stented mid rca. The most distal isr lesion was treated with a xience 3.5 x 8 mm stent at 10 atm. The more proximal isr lesion was treated by implantation of another xience 3.5 x 8 mm stent at 12 atm. The residual stenosis was 0% and the post-procedure flow was timi 3. The patient was found to have two-vessel disease and had two lesions treated during the study index procedure. The patient had a total of three cypher stents implanted in the mid rca in separate lesions and not overlapping: two (2 each) cxs33300 and a cxs3.0 x 13 mm stent. The patient had two (2) cypher 2.25 x 23 mm stents implanted in the ramus branch in overlapping fashion. The patient's left ventricular ejection fraction was normal (lvef>50%). The ramus branch target lesion (tl#1) was reported to be: de novo, 18 mm length, 2.25 mm vessel diameter, moderately calcified, not tortuous, a 90% stenosis, and absent of thrombus. The lesion was pre-dilated with a 2.0 x 30 mm firestar balloon catheter at 12 atm. Two each cypher 2.25 x 23 mm stents (stents #1 and #2) were implanted at 12 atm. In overlapping fashion. The result was suboptimal. The first stent was not post-dilated but the second stent was post-dilated with a 2.25 x 23 mm balloon catheter at 12 atm. Due to insufficient flow. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The mid rca target lesion (tl#2) was reported to be: de novo, 3.0 mm vessel diameter, 28 mm length, not tortuous/calcified, a 90% stenosis, and absent of thrombus. The lesion was pre-dilated with a 2.5 x 30 mm balloon catheter at 14 atm. Two cypher 3.0 x 33 mm stents (stents #3, and #4) were implanted at 12 atm. (One distally and one proximally) in separate lesions. Another cypher 3.0 x 13 mm stent (stent #5) was implanted proximal to the previous two stents at 18 atm. In a separate lesion. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt. This is one of five products used during the same procedure. Please reference MFR. Report #3003742446-2010-00295, #3003742446-2010-00296, #3003742446-2010-00297, #3003742446-2010-00298, and #3003742446-2010-00299.